Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). It was clarified the low and empty reservoir alarm messages seen in the logs provided had occurred post explant.

Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Analysis of the pump found no anomaly. Analysis of both catheters found no significant anomaly. Both catheters were returned incomplete and returned in segments but revealed acceptable testing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving gablofen [2000mcg/ml] at a dose of 629.8mcg/day via intrathecal drug delivery pump. The indications for use of the pump were cerebral palsy and intractable spasticity. It was reported that the patient presented to the emergency department in (B)(6) 2015 with drainage from the pump pocket site. The pump had been previously replaced in (B)(6) 2015. He grew (B)(6) and had a wash out/intravenous antibiotic treatment. However, the patient returned with continued drainage, fever, increased tone, and agitation in (B)(6) 2015. The pump and catheter were removed on (B)(6) 2015. The reporter believed that cultures had been taken from the pump pocket and shunt tap, because the patient had a shunt tap. The patient healed, but the patient's mother was hesitant to go forward with re-implantation. It was unknown if there had been any environmental, external, or patient factors that may have led or contributed to the issue. At the time of report (2016-may-16), the issue had resolved and there was no patient injury. Additional information containing a session data report was later received. The report showed that a low and empty reservoir alarm had occurred; the reservoir volume field displayed 0.0ml, and it showed that 75.7ml had dispensed since the last update. The report showed that the pump settings were examined on (B)(6) 2016, and the last change to the pump settings had occurred on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.